Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for cervical/neck and spinal pain. It was reported that the patient had reduced therapy benefit. An out of regulation message (oor) was seen at 0.2 ma after programming electrode 6 to provide the patient with better therapy. Electrodes 0 and 6 showed impedances as being greater than 40,000 ohms. The representative removed those two electrodes and the patient was receiving stimulation over 4 ma. There was no known activity that prompted this issue. The patient was also seen on (B)(6) 2018 for reprogramming due to reduced therapy and seeing an oor message at 2.8 ma; at that point electrodes 0 and 6 were out of range. The patient was reprogrammed on (B)(6) but wanted to meet again on (B)(6) 2018 as they weren't receiving the benefit they had prior to the (B)(6) programming session. Removing electrodes 0 and 6 from the programming resolved the oor issue and the patient was able to feel stimulation. No further complications reported. Additional information received from the representative. It was reported that on (B)(6) 2018 impedances on electrodes 0, 9, 10, and 11 were greater than 40,000 ohms. If the patient increased the voltage too high they experienced pain at the incision site on program a but they thought this would improve as the incision healed. The patient was given additional programs and was satisfied with their coverage. It was later noted that impedances on electrodes 0-6 were greater than 40,000 ohms. The patient was reprogrammed around the electrodes and this covered their areas of pain. No further complications reported.